Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 52 mg/dl. The customer stated that the insulin pump had partial display and screen was not working. Troubleshooting was not performed for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments/partial display.